Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited 175 ohms impedance. During explant, insulation damage was noted.